Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery that only lasted 30 minutes after a full charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.

Manufacturer narrative:
Corrected field: e1(event site telephone: (B)(6)). At this time, additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.